Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test- no". The patient's concurrent conditions included mixed connective tissue disease (chemotherapy - sep-2016), uterine fibroids and pelvic floor muscle weakness. Concomitant products included fluoxetine since 2016, hydroxyzine since 2016 and methotrexate (methotrexate bigmar) since 2016. In july 2008, the patient had essure inserted. In july 2008, the patient experienced vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia") and female sexual dysfunction ("apareunia"). In december 2008, the patient experienced depression ("depression"), anxiety ("mental anguish"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia") and device expulsion ("expulsion of essure device"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, menstrual disorder ("menstruation issues") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (B)(6) 2009, supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2009. At the time of the report, the device dislocation, menstrual disorder, female sexual dysfunction, depression, anxiety, migraine, headache, dyspareunia and device expulsion outcome was unknown and the vaginal haemorrhage, menorrhagia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, anxiety, depression, device dislocation, device expulsion, dyspareunia, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 31-jul-2018: pfs received and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant drug added. Events vaginal bleeding, menorrhagia, apareunia, depression, mental anguish, migraines, headaches, dyspareunia, lower abdominal pain, expulsion of essure device and essure confirmation test- no added. Concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient underwent a hysterectomy. At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.